Event description:
It was reported that the patient developed endocarditis from their implanted atrial and right ventricular leads. The infection was confirmed via echo. Vegetation was noted on both leads. The full implantable cardioverter defibrillator system was explanted and replaced by a leadless pacemaker. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.